Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Reportedly, the customer used fiasp insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer's blood glucose level was 310 mg/dl. Customer changed infusion set to address the issue and resumed insulin delivery.